Event description:
It was reported to philips that the heartstart mrx defibrillator showed a shock equipment malfunction. Two devices were used during a pt incident. Upon attempting to confirm asystole on another monitor, this device showed a shock equipment malfunction. The pt death was reported with heartstart mrx serial no: (B)(4).

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted upon completion of the investigation.